Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a no delivery alarm and a motor error alarm on the insulin pump. Customer woke up in the middle of the night and changed the tubing. Customer stated that it seemed fine. Customer's blood glucose was 400 mg/dl at the time of the incident. Customer treated with a manual injection. Customer stated that the pump didn't work when it started. Customer stated that the drive support cap appears normal. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No excessive no delivery error alarms or motor error alarms were noted. The pump was received with normal operating currents and no unexpected off no power or low battery alarms were noted. The pump had a cracked reservoir tube window, a cracked reservoir tube lip and cracked battery tube threads.